Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was reported the lead had fractured. During a normal device change out procedure, this lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Visual inspection also noted the insulation was separated 285 - 467 millimeters (mm) from the terminal pin. Additionally, the insulation was bunched 534 mm and 624 mm from the terminal pin. The helix mechanism was also noted to be bent at 18 degrees. Detailed analysis of the fracture site was completed which determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.